Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate atp therapy due to oversensing a p wave crosstalk. The device was recommended to be replaced upon the physician's decision. The patient was in good condition.

Event description:
Additional information received indicated that the device was explanted and replaced during a rv lead revision procedure. The patient was stable post procedure.